Manufacturer narrative:
A ge rep evaluated the system and determined there was a problem in the image intensifier. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system will not properly display an image. No pt injury was reported.